Event description:
A peritoneal dialysis (pd) nurse reported a pt experienced drain issues during treatment. The pt remained asymptomatic during this pd cycle: drain 0: 2789ml; fill 1: 2496ml, drain 1: 1762ml; fill 2: 2505ml, drain 2: 5058ml; fill 3: 2505ml, drain 3: 2691ml. The reported drain volume of 5058ml was 202% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drain volume occurred in drain 1 with an undetermined case. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned for eval and determined to be functioning according to product specifications. Further eval found no device malfunctions that would have caused the reported iipv event and the cause of the large drain volume could not be determined. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications. MDR 2937457-2013-00355 (previously submitted) there are 6 more reportable events for this pt mdrs #2937457-2013-00477, 00478, 00479, 00480, 00481 and 00482.